Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced loss of pacing at maximum output. The lead impedance was found to measure greater than 2000 ohms, indicating an electrically open circuit. An invasive procedure was performed and a loose setscrew was identified. The setscrew was tightened and the ICD and lead were re-implanted with no further problems.